Event description:
It was reported that during a surgical procedure at the user facility an ortholock pin was broken off in the tibia of the patient. The pin was intentionally left in the tibia to prevent further harm at the discretion of the surgeon. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was discarded by the customer, no evaluation is possible.

Event description:
It was reported that during a surgical procedure at the user facility an ortholock pin was broken off in the tibia of the patient. The pin was intentionally left in the tibia to prevent further harm at the discretion of the surgeon. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.